Event description:
It was reported that there were high impedances. The patient was reprogrammed. They noted that the ins is working to alleviate their chronic pain, however, they were having pain at the ins site. Patient describes sharp intermittent pain at the ins site that began a couple weeks ago due to an unknown mechanism of injury. Patient is considering explant. An x-ray has been ordered to determine the cause of the pain. The issue remains ongoing at this time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.